Event description:
It was reported that this pacemaker system exhibited a high pacing impedance out of range in the right ventricular (rv) lead. The rv lead upper limit was reprogrammed. This pacemaker remains in service. No adverse patient effect was reported.